Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently hot to touch while plugged in to charge in the customer's car. Reportedly, the pump did not become abnormally warm when charging the pump using a wall outlet or computer usb port. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy and chose to charge the pump using a wall outlet or computer usb port only.